Event description:
Contacted technical service center regarding a system error 2240 message that appeared on the display of the machine during their automated peritoneal dialysis therapy. Pt was connected to the setup during prime. Technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated.